Manufacturer narrative:
(B)(4): pa found the meter to have no scratches, however, the outlook of the casing appears to be dirty. Pa downloaded data and did not have any glucose values and the error log file was clean.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The subject meter has been returned to lifescan for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled.

Event description:
On 1(B)(6) 2012, the reporter contacted lifescan USA, alleging he had received a replacement meter which looked like it had been previously used. The reporter stated the meter had scratches and fingerprints on the meter. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.